Manufacturer narrative:
Manufactured february 15, 2016- february 16, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed the reported problem of ruptured bladder. A microscopic inspection was performed and no abnormalities were noted. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured after filling. The drug (not specified) was filled manually with a syringe. There was no patient involvement. No additional information is available.